Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen causing inappropriate nst detections. The pacing impedance has been trending <200 ohms intermittently over the last year. The short rv interval count has also been trending >249 over the last year. The physician and patient have opted for non-surgical intervention and decided to program the device to be less sensitive. Lead remains implanted. No adverse events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.